Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1: correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 05/08/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, foreign material in the scope was confirmed, but the type of foreign material was unknown. The foreign material likely remained in the scope due to a deviation in the reprocessing manual from the IFU. The event can be detected/prevented by following the instructions for use (IFU) which state: gif-170 series operation manual: chapter 3 preparation and inspection. Gif-170 series reprocessing manual: chapter 5 reprocessing the endoscope. (And related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the olympus device evaluation, the videoscope exhibited foreign matter coming out of the air/water nozzle. There were no reports of patient involvement.